Event description:
It was reported that during a total knee procedure, the driving mechanism (rod) of the blade broke. It was also reported that no additional intervention was required and the procedure was completed successfully.

Manufacturer narrative:
The mfg record for the product was reviewed. No issues were identified that may have contributed to this alleged event. The returned blade was measured for material thickness and was found to conform to spec. The device allegedly involved in this issue was returned for eval. Visual inspection of the blade shows that the rod was broken. Inspection of the blade shows that the blade had been used. There was slight wear on the teeth from cutting. It was also noted that marks on the mount of the blade show that it was not loaded correctly to meet the full insert mark. Testing was performed to replicate the failure, this confirmed that loading the blade incorrectly alters the forces exerted on the blade during running, making the rods more likely to break. The root cause is likely to be incorrect loading of the blade into the handpiece by the user.